Manufacturer narrative:
An event for patient effects of atrial flutter, atrial fibrillation, heart failure, and pulmonary edema was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received and per event details, the cause of the self-resolving atrial flutter at the end of the procedure was likely related to mechanical atrial irritation by the implanted occluder. The atrial fibrillation appears to be caused by the implanted occluder. The patient's acute right heart failure with pulmonary edema is secondary to the atrial fibrillation. The reported hospitalization and unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 36mm amplatzer septal occluder was successfully implanted in a patient with a history of a right bundle branch block. At the end of procedure, it was noted via electrocardiogram that the patient developed a self resolved atrial flutter. No intervention was performed. There was no difficulty experienced implanting the 36mm amplatzer septal occluder. On (B)(6) 2024, the patient was hospitalized and found to have permanent atrial fibrillation on electrocardiogram. The patient also had acute right heart failure with pulmonary edema confirmed via chest x-ray and lower limb edema. The decision was made to perform a cardioversion and administered the patient diuretics, beta-blockers, amiodarone, and anticoagulants. The cause of the patient's self-resolving atrial flutter at the end of the procedure is most likely related to mechanical atrial irritation by the implanted 36mm amplatzer septal occluder. The patient's permanent atrial fibrillation appears to be strongly induced by the implanted occluder. The patient's acute right heart failure is secondary to the atrial fibrillation. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.